Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney's report of patient's alleged abdominal pain, the mesh folded over and kinked, creating a ball, the ring was loose from the mesh and imbedded in tissue and the mesh was explanted due to defective mesh.